Event description:
A micromewi catheter was being prepared to infuse tpa to dissolve a clot in the pt's head. The procedure was successfully completed, however, during post infusion imaging, the catheter was found fractured and the distal tip remained in the pt's vasculature. Retrieval of the broken portion was attempted with a variety of snares without success. No complications were reported to have occurred with the pt during this event.

Manufacturer narrative:
The returned catheter has been evaluated and confirmed approx 10.3 inches of the distal tip was missing. Microscopic examination of the separated surface did not reveal any deficiencies in the catheter's materials that would have contributed to this incident. The user indicated the catheter was utilized in the brain to infuse tpa to a clot. However, the instructions for use specifically states that the device is intended for the general vasculature and is contra-indicated for coronary and neurovascular use. The device history record for this lot of finished goods confirmed that all processes and tests were performed in conformance with the required specifications. Based on the initial report, the complaint lot history, and the device's physical evaluation, a definitive conclusion cannot be drawn at this time.